Manufacturer narrative:
The device was received deployed; the pink slide was moved forward and visible in the top housing window. Inspection of the needle mechanism found no damage or defects that would prevent the needle from deploying as intended. The exposed portion of the soft cannula was found to be kinked. It cannot be determined when or how this damage occurred. Although damage was observed, fluid was able to exit the fluid path as intended. Data downloaded from the device shows that a 0x6a alarm was generated, indicating an occlusion. No timeouts of drive stalls were noted. Inspection of the drive mechanism found no damage or abnormalities that would cause an alarm to occur. The adhesive pad was not returned; however, the adhesive welds were found to be misaligned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula deployed but appeared bent. The pod was not worn.